Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated evaluation statement: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "micro": preventive replacement of o-rings performed according to service manual, motor too loud motor replaced, short circuit in the motor cable motor cable replaced, resistance value out of specs: handcontrol set replaced, unit cleaned, functional test performed, hipot test completed, electrical safety completed, functional test according to test procedure completed, safety test checklist enclosed. When there is a short circuit in the motor cable the device may not function as intended therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "micro": preventive replacement of o-rings performed; acc. To service manual; motor too loud - motor replaced; short circuit in the motor cable - motor cable replaced; resistance value out of specs: handcontrol set replaced; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test acc. To test procedure completed; safety test checklist enclosed. When there is a short circuit in the motor cable the device may not function as intended therefore is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device needed service and repair. During in-house engineering evaluation, it was determined that the device had a short circuit in the motor cable. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.